Manufacturer narrative:
H3: analysis of the implantable neurostimulator (serial number (B)(6) found the battery was not in new condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported they hadn't used the ins for about a year because therapy didn't work/didn't help with their pain; last used ins just to put into MRI mode, but said therapy stopped working for them (event date unknown). Pt had an MRI scheduled for tomorrow and was told they needed to get the controller and ins charged up for the MRI; pt was worried they wouldn't be able to have devices ready in time, but agent explained they should be able to get controller/ins charged in time. Pt said even though they had an MRI before with the same implanted devices, and pt never took out of MRI mode, "they don't accept that." Agent walked pt through plugging controller in to begin charging li battery. Pt reported seeing memory problem [61]; agent reviewed information and pt set date/time on the controller. Pt confirmed the controller was currently plugged into the ac power supply and green light flashed on controller. Patient saw 'no device found,' which agent reviewed was due to the ins battery being depleted. Agent reviewed pt will need to get controller charged (green light will be solid), then select 'recharge' when they can begin charging ins with recharger attached. The patient was redirected to their healthcare provider to further address the issue. Pt said they had model/serial numbers saved in their phone, and confirmed them with agent. Pt declined agent's offer of MRI tech service number. 2 calls, agent called back to ask when therapy stopped being effective for pt, but the call was declined and did not go to voicemail. Additional information received from the consumer reported that the therapy hadn¿t worked for them and they hadn¿t used the device or therapy in at least two years. The patient was planning to have the implant removed. Additional information was received from the manufacturer representative (rep). Eol was mentioned, however this does not align with expected end of service of the device. Additional information was received from the manufacturer representative (rep). The rep noted they did return the explanted scs system but they were not the person who submitted a complaint related to the scs. The pt never stated any reason for why it was being explanted. The md they work with who implanted the scs system did not state why the scs was explanted. Additional information was received from the manufacturer representative (rep). The rep clarified the eol (end of life) on the return paperwork. She stated she is a ph (pelvic health) rep and she was there for the ph device replacement due to eol for this patient. But during that surgery the pain doctor removed the scs (spinal cord stimulator) device too. That is why she returned 2 inss and 4 leads. One was scs without any complaints, and the other was ph ins due to normal eol. Rep confirmed she was never made aware of any therapy or device or longevity issues regarding the scs. She was handed the scs by the pain doctor and she simply returned it along with the ph eol device. Rep had no further information on any of the scs events related to this patient.